Event description:
It was reported through a journal article that a patient underwent total ankle arthroplasty and subsequently developed postoperative peri-incisional cellulitis that was treated with oral antibiotics. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. D10: unk talar cat#unk lot#unk, unk tibialcat#unk lot#unk, unk bearing cat#unk lot#unk. G2: g2: literature, day, jonathan md1; fletcher, amanda n. Md, ms2; motsay, morgan bs2; manchester, maggie bs2; arthur, mark md3; zhang, zijun md, phd2; schon, lew c. Md2,a. Outcomes of transfibular total ankle arthroplasty: clinical and radiographic analysis of 130 cases with minimum 5-year follow-up. The journal of bone and joint surgery 107(12):p e61, june 18, 2025. / doi: 10.2106/jbjs.24.00983. The reported event could not be confirmed due to lack of product/information. Review of the reported event by a health care professional found: cellulitis is a rapid-spreading bacterial infection of the dermis and subcutaneous tissues, often caused by normal skin flora or opportunistic residential bacteria, such as streptococcus pathogens. Cellulitis appears as localized redness, swelling, and rash that is hot and painful to touch. The bacteria enter the skin via any cut, abrasion, or break in the skin, thus placing postoperative joint patients at increased risk for the development of cellulitis. Other comorbidities that increase the risk for post operative development of cellulitis include smoking, diabetes, poor nutrition, obesity, poor hygiene, or circulatory problems. Cellulitis may be resolved on its own with conservative treatment but most often requires additional medical intervention, such as oral or intravenous antibiotics, to eradicate the infection. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed as part and lot/serial identification are necessary for review of device history records, neither were provided. Root cause has been identified as the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.